Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked, stretched and broken. In addition, the main coil suture was found damaged. Functional testing was not performed due to the condition of the returned device. It was reported that the main coil appears to have got tangled with another coil during placement causing coil migration and subsequent patient complications. Based on the currently available information, it is likely that the device was damaged during advancement/re-positioning causing the associated issues. Therefore an assignable cause of operational context has been assigned to the reported issue and observed damages.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil (subject device) through the tip of the microcatheter, it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the 7th coil and 8th coil, and the 8th coil was broken. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil (subject device) through the tip of the microcatheter, it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the 7th coil and 8th coil, and the 8th coil was broken. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil (subject device) through the tip of the microcatheter, it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the coils and coil breaks. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.